Manufacturer narrative:
Upon receipt, the device interrogation confirmed that the ICD was operating in safety backup mode. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2013, as a result of the detection of invalid memory content. By design, the ICD performs self-checks. In general, the device is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the ICD is capable to deliver anti-bradycardia and anti-tachycardia therapies. Upon interrogation a device status error message appears to notify the physician. After the manual correction of the invalid memory content, the device was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In the following a long term test was performed, to verify the data retention of the device¿s memory. The memory components proved to be fully functional, the memory contend was retained stable throughout the entire time of analysis. In summary, the clinical observation resulted from an invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the backup mode, to assure the patients safety. After the correction of the invalid memory content, the device proved to be fully functional. Particularly, the corrected memory content remained stable. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation.

Event description:
Ous MDR - it was reported that after an implant duration of about 11 months the ICD showed an error. It could not be programmed, safety mode was activated. No adverse patient side effects were reported.